Event description:
A high reading issue was reported with the adc device. The customer received an unspecified sensor reading which was higher than an adc built-in meter. User experienced ¿sweating and weakness¿ and received hcp treatment of ¿injection, anti-pain medication, and sweets¿ for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event. A sensor reading of 500 mg/dl was compared against healthcare meter reading of 28 mg/dl, the results, when plotted on a parkes error grid, fell into the 'e' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination).inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Extended investigation has been performed for the updated serial number and reported complaint and there was no indication that the product did not meet specification. Dhrs(device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. The customer received an unspecified sensor reading which was higher than an adc built-in meter. User experienced ¿sweating and weakness¿ and received hcp treatment of ¿injection, anti-pain medication, and sweets¿ for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event. A sensor reading of 500 mg/dl was compared against healthcare meter reading of 28 mg/dl, the results, when plotted on a parkes error grid, fell into the 'e' zone showing the difference in values to be clinically significant.